Event description:
The physician was placing a microvention coil product number, lot number p0706283. While pushing the coil the physician didn't like one of the coil loops so he tried to pull the coil back into the catheter and it detached. The physician had already placed over half of the coil into the aneurysm so he pushed the remainder of the coil but the last loop of the coil did not go into the aneurysm. A coil tail (12mm) was left in the parent lumen. There was no harm to the pt.

Manufacturer narrative:
The device was not returned by the customer for eval.